Event description:
The customer reported that the patient monitor goes out and it marked as offline at the central, and that the patient data is no saved. The customer also reported that the patient information appeared at the central station 4 hours after the patient was connected to the telemetry unit at 2 am. The staff stated that the patient information had not been observed at the central station until 6 am. No adverse patient impact was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
The customer reported a screen goes out, marked as offline at the centrals station and patient data is not saved. The staff also stated that patient information had not been observed at the central station until 6 am and ecgt was registered by events did not seem to be saved. No adverse patient impact was reported. Several attempts were made to determine the exact telemetry device in use (m540, m300), if the offline message was also seen and/or monitoring continued with the bedside monitor, if logs of the date of event were available for analysis and what the resolution was to the stated issue however, according to the 07nov24 email response, this information was not available. Due to the lack of information a root cause of the stated complaint is not known at this time. If more information should become available, a child record associated with this complaint will be opened for proper documentation.

Event description:
The customer reported that the patient monitor goes out and it marked as offline at the central, and that the patient data is not saved. The customer also reported that the patient information appeared at the central station 4 hours after the patient was connected to the telemetry unit at 2 am. The staff stated that the patient information had not been observed at the central station until 6 am. No adverse patient impact was reported.